Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated causing inadequate stimulation. The patient underwent a revision wherein the lead was replaced. The patient was doing well postoperatively. The explanted device was discarded by the medical facility and will not be returned.